Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the lead underwent thorough analysis. The lead was completely returned, the trilumen insulation sleeve was bunched up from the terminal pin and blood or bloody fluid noted in the helix housing. Further, the bunching could lead to lead movement difficulty. Helix was functional.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged and exhibited high pacing threshold measurement. During the procedure, the distal helix was retracted and the lead would not move. The patient was scheduled for the operating room the next day. This rv lead was explanted. No additional adverse patient effects were reported.